Manufacturer narrative:
One device was returned for repair. The device has not been previously serviced. The primary reported complaint was ¿cassette not attached error.¿ event log was reviewed and found high alarm: cassette not attached properly. On visual inspection, it was noted that downstream sensor occlusion (dso) seal is not fully glued down. Customer complaint was not confirmed. The device passed incoming verification testing. After repair, device passed outgoing verification testing with no other issues found.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed, "cassette not attached" error. This occurred during testing, and there was no patient involvement.